Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, no lens malfunction. Device not evaluated by manufacturer.: device not returned to manufacturer. (B)(4).

Manufacturer narrative:
Evaluation: results - (B)(4) (other): visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (B)(4) (other): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be patient related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but was worried about the condition of the posterior capsule chamber so removed the lens within the same surgery. There was no patient injury and an anterior chamber lens was implanted. The reporter stated the event was not lens related and the facility uses a competitor's phacoemulsification system.